Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported on (B)(6) 2020 the patient had a hypoglycemia. No further details provided. He measured his blood glucose levels and received the following results within 15 minutes: 26,9 mmol/l with an accu-chek mobile meter and 9,0 mmol/l with an accu-chek aviva meter. Again, on 03-mar-2020 the patient received the following results within 15 minutes: 29,0 mmol/l with an accu-chek mobile meter and 7,0 mmol/l with an accu-chek aviva meter.